Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was found that the gantry doors were binding up when closed and popping when opened causing the door open message on pendant. Gantry door covers were adjusted. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the gantry doors were closed, the pendant showed the door open. The site had to apply pressure to the sidewall covers to get the door switches to engage. This caused a 1-2 minute delay but no patient impact.